Event description:
It was reported that multiple intermittent altitude alarms occurred. There was no reported impact to the customer's blood glucose. Reportedly, customer loaded a new cartridge to address the issue. No additional patient or event information was provided.